Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant of an implantable pulse generator (ipg) system the patient experienced a heart rate lower than that of the programmed lower rate of the ipg. It was also reported that the right ventricular (rv) lead exhibited loss of capture. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.